Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to not capture resulting in asystole. Attempts to reposition lead were complicated by helix issues. The lead was capped and replaced. No adverse patient effects were reported.